Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 0 degree endoscope plus was analyzed and found to the distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to all button exhibiting not working when activated. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.. The complaint regarding a chipped lens was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the zero degree endoscope plus instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the 8mm endoscope plus, 0° lenses were chipped. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no observed material missing or detached from the endoscope tip. Endoscope is on the way to you with the packing slip that was provided with the replacement scope